Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. Her blood glucose was 188 mg/dl and her sensor glucose was 58 mg/dl. The customer stated the insulin pump also went into threshold suspend. The customer also reported an absence of a low reservoir alarm. The customer was assisted with programming her settings. No additional information provided.